Event description:
On 3rd april 2026, it was reported by an arthrex employee via email that for an ar-3740sp, double loaded knotless knee fibertak® anchor, self-punching 2.6 mm, ve5, the anchor pulled out from the bone. This was detected during a let fixation procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.